Manufacturer narrative:
Concomitant medical products: corevalve evolut r, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) cardiac compass had invalid data. This ipg remains in use. No patient com plications have been reported as a result of this event.